Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli) measurement of 131 ohms. A boston scientific technical services (ts) discussed troubleshooting measures. Additional information obtained from the field representative that the cause of high shock lead impedance was not determined. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.